Manufacturer narrative:
(B)(4). The customer reported that the device freezes during operational check after the charge button is pressed. The shock button lights up but nothing happens when he presses it. There was no patient involvement, this occurred during testing. The response center performed trouble shooting and advised the customer to reload the software on the device to resolve the issue. The response center followed up with the customer. The customer confirmed that they reloaded the software on the device to resolve the issue. We are considering this a malfunction resulting from corrupt software.

Event description:
The customer reported that the device freezes during operational check after the charge button is pressed. The shock button lights up but nothing happens when he presses it. There was no patient involvement, this occurred during testing.